Manufacturer narrative:
User facility mandatory medwatch was rec'd on 12/26/2010. The report number is (B)(4). The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
User facility mandatory medwatch rec'd that stated: "pt receiving intravenous immunoglobulin ivig infusion, 120 gms. Noted leaking from filter connection onto floor at start of infusion. Despite a lot of taping of filter to tubing, filter popped off tubing and medication leaked. Remainder of bag infused w/o incident. Different tape used to secure connection." Upon further query, the following information was provided that indicated a separation. The tubing set was being used to deliver 120 gm of immunoglobulin (ivig). After an unspecified length of time in use, the tubing separated from the filter. It was reported that the nurse reinserted the tubing into the filter and taped the connection. The therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.